Event description:
It was reported that during a thyroid procedure, the teflon pad melted. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.